Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. At the one-year follow up pericardial fluid was noted on the transesophageal echocardiogram (tee). No additional information is known at this time. It was further reported that the physician indicated the pericardial effusion (pe) was not around the laa and therefore was not attributed to the watchman device. Furthermore, the pe was not confirmed at the 45-day or 6-month follow-ups.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. At the one-year follow up pericardial fluid was noted on the transesophageal echocardiogram (tee). No additional information is known at this time.